Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the results of the dye study were not conclusive. The issue with the catheter that resulted in the catheter being partially explanted was the catheter was either cut or broke during the procedure. The cause of the catheter was issue was not determined, it was broke or cut during the procedure and needed to be replaced. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 13-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 4mg continuous via an implantable pump. On (B)(6) 2020 it was reported that during a pump replacement due to normal end of service the catheter was partially explanted and replaced. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study and the catheter replaced. Due to the catheter being replaced and unknown how much drug was actually being delivered the physician put the new dose at 1.2mg per day continuous with up to 12 ptm (personal therapy manager) doses per day at .65mg each. Total daily max was 9mg or exactly equal to pre surgery dose. The next day the physician had dose adjusted to 4mg continuous with up to 4 doses of 1mg each for a total of 8mg. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.